Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt said their patient programmer (pp) was kind of froze, and stated they kept getting poor communication on their pp. Pt clarified for about a month or so they would have to work with the pp to get the screen to come on. Pt said they tried changing the batteries already. Pt said now yesterday the pp wouldn't come on (pt said they had turned their stim down but now couldn't turn it back up due to pp issue). Pt said if they did get the screen to come on, they would just get poor communication. Pt inspected controller battery springs, but did not see any damage. A replacement programmer was sent out. No symptoms were reported. Additional information was received from the patient. Pt called back and stated they received their patient programmer and said they were still seeing "poor communication" when trying to connect to their implant. Pt met with medtronic rep today and they said that they think there was something wrong with the patient programmer antenna. Pss had pt connected to their implant without using patient programmer antenna and patient was able to connect. Pss sent email to repair to replace the patient programmer antenna. Pt mentioned on the call that they were stuck in the same group because they weren't able to make any changes on their programmer due to not being able to connect to their implant.

Manufacturer narrative:
Continuation of d10: product ID 37092 lot# serial# unknown implanted: explanted: product type multiple therapy product product ID 97740 lot# serial# (B)(6). Implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97740, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) b3: date is approximate. H3: analysis of the programmer (product ID 97740 lot# serial# (B)(6)) found no significant anomalies. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.